Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. Information from the field indicated that there was no interaction with cardiac structures during deployment and there was no angulation or kink noticed in the delivery systems. Please note that per the instructions for use, artmt600034451 revision c table t1 the recommended size delivery system for use with a 10 mm amplatzer septal occluder is an 6f. A 7f sheath was used to deliver the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio intravascular delivery system. It was noted during procedure, that the left disk of the occluder exhibited cobra shaped deformation when deployed in the left atrium. There were no issues during device preparation. The decision was made to recapture and remove the occluder, re-prepare it and deploy the occluder outside the patient. The occluder had the same deformation noted. The disk if the occluder was manipulated in water and reconfigured to it's normal shape. However, after an additional attempt to deploy the occluder it was noted that the cobra deformation persisted. The deformed device was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. The decision was made to remove and replace the 10mm amplatzer septal occluder with an 11mm amplatzer septal occluder to complete the procedure. There was no clinically significant delay in procedure and no adverse patient consequences reported.